Event description:
Affiliate reports that a patient developed clinical signs of an lleus ten days after mesh implantation and had to be re-operated. It was noted at reoperation that except for one small bowel loop which adhere to the mesh surface and created the sysmptoms the remaining mesh surface was free of adhesions. This one loop-adhesion was the reason for the re-intervention. After adhesiolysis the patient recovered uneventful.